Event description:
The pt experienced a loss of stimulation following a motor vehicle accident. She also stated the implantable neurostimulator (ins) would not hold a charge. A clinic attempted to reprogram the ins without success. The impedance of the leads was tested and they were both functioning. The pt was able to feel stimulation so the health care professional (hcp) decided to reposition the leads. During the revision, the hcp pulled on the leads and electrodes 14 and 15 pulled nearly out of the incision opening. These electrodes were found to have impedances <50 ohms. The hcp elected to leave the leads implanted because the pt was sill very sore from the accident with new pain. The hcp also suggested that the ins be programmed without using electrodes 14 and 15. The isn was explanted and replaced during the revision. The pt was not injured. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).